Manufacturer narrative:
Findings: unit received with intermittent buttons due to corroded keypad traces.no button error alarms noted. Unit received with cracked case at lcd window corners, reservoir tube and battery tube threads. Unit received with missing end cap sticker. Unit received with scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.